Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was not powering on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began two days ago. The patient informed the cca that he tests his blood glucose 4x/day and manages his diabetes with a combination of oral medications and insulin (novolog) based on a sliding scale. The patient confirmed that he continued to take his usual dose of medication despite the issue; however, it is not known what action the patient took regarding his insulin regiment as a result of the alleged issue. Prior to when the alleged power issue started that evening, the patient confirmed he obtained a morning reading of "180 mg/dl" and an afternoon result of "333 mg/dl" with the subject meter; which he mentioned were unusually high compared to his normal readings. The patient reported that at an unspecified time he developed the symptom of thirst. That evening, the patient claimed he tested his blood glucose with his son's meter (brand unk) and obtained a result of "475 mg/dl." The patient stated he took an increased dose of insulin (30 additional units of novolog) later that evening (at approximately 8:15pm) in response to the high reading when he tested on the other device. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, it had reverted to the setup mode. The cca walked the patient through confirming the meter settings. The subject meter powered on manually after confirming the meter settings. The cca did not confirm if the subject meter powered on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.